Event description:
On (B) (6) 2001, pt was implanted with a gore-tex vascular graft in a bypass procedure. A femoral to popliteal artery bypass was performed in the right leg. Angiogram revealed an occluded right superficial femoral artery. On (B) (6) the graft was removed due to an infection.

Manufacturer narrative:
The investigation is currently in progress.